Manufacturer narrative:
Investigation results:it was reported that a patient experienced pain after the implantation of a sl mia stem and a biolox delta ball head. Radiologically a subsidence of the sl mia stem was detected. As the devices are still implanted, a product evaluation could not be conducted. Based on the provided documentation, the production documentation on both devices was reviewed. There were no indications that the devices failed to match specification at the time of manufacturing. Furthermore, the complaint history for the stem was reviewed, there were no further complaint with the same failure mode reported in the past for the batch in scope. Based on the clinical documentation provided, a medical assessment was conducted. The root cause for the reported issue cannot be determined, however the bone quality and the unapproved mix with third party products might have contributed to the failure. A revision surgery was not conducted yet, however the patient might have to undergo surgery. The medical assessment concludes, that the failure mode can only be partially confirmed, as the radiolucent lines on the x-rays might also be artefacts in the photo-copy if the image. The combination of the ball head and the stem is approved by smith and nephew (lit. No. 04758 ed. 09/18 v07). The combination with third party products however is not approved. To what extent this combination contributed to the reported failure cannot be assessed. Pain and migration are listed among possible side effects in the IFU lit no. 12.23 ed 05/16. The reported failure mode in cover through the risk management. Based on the available information the root cause for the pain and subsidence of the stem cannot be determined. At this time, no further action are deemed necessary. Smith and nephew will monitor both devices for further similar issues.

Event description:
It was reported that the patient has been suffering from pain and, radiologically, a sintering of the stem appears in comparison to the preliminary recorded x-rays. A potential revision surgery was mentioned in case of increasing pain, however it was not confirmed. Primary implantation of sl-mia stem, biolox delta ball head (sn) and allofit cup, durasul insert (zimmer) was performed on (B)(6) 2019.

Manufacturer narrative:
It was reported that sl mia stem and a biolox delta ball head were implanted and revised due to pain and radiologically confirmed sintering of the sl mia stem. Both the stem and the ball head, used in treatment, were not received for investigation. Therefore, a thorough medical assessment could not be conducted. The production documentation review of both devices did not reveal any deviation from standard procedures. Based on the clinical documentation provided, a medical assessment was conducted. The root cause for the reported issue cannot be determined, however the bone quality and the unapproved mix with third party products might have contributed to the failure. A revision surgery was not conducted yet, however the patient might have to undergo surgery. The medical assessment concludes, that the failure mode can only be partially confirmed, as the radiolucent lines on the x-rays might also be artefacts in the photo-copy if the image. The complaint history for the stem was reviewed, there were no further complaint with the same failure mode reported in the past for the batch in scope. The combination of the ball head and the stem is approved by smith and nephew (lit. No. 04758 ed. 09/18 v07). The combination with third party products however is not approved. To what extent this combination contributed to the reported failure cannot be assessed. Pain and migration are listed among possible side effects in the IFU lit no. 12.23 ed 05/16. The reported failure mode in cover through the risk management. Based on the available information the root cause for the pain and sintering of the stem cannot be determined. At this time, no further action are deemed necessary. Smith and nephew will monitor both devices for further similar issues.

Event description:
It was reported that, after a primary thr construct had been implanted on the patient's left hip, the patient has been suffering from pain, unequal limb length and, radiologically, a sintering of the stem appears in comparison to the preliminary recorded x-rays. A potential revision surgery was mentioned in case of increasing pain, however it was not confirmed. Primary implantation of sl-mia stem, biolox delta ball head (sn) and allofit cup, durasul insert (zimmer) was performed on (B)(6) 2019.

Manufacturer narrative:
H6: health effect - clinical code e1634 added. (B)(4) b4: event description updated.

Manufacturer narrative:
Further review of this case indicates this is a duplicate report. The event in this report has been already reported under complaint number (B)(4) with the report number 9613369-2020-00155. All further communication for this event will be managed in that case, including the final report with the results of our investigation. We respectfully request to close this case as a duplicate and refer to the referenced case above.

Event description:
It was reported that revision surgery could be performed due to increasing pain and radiologically diagnosed sintering of the stem. Implantation of sl-mia stem, biolox delta ball head (sn) and allofit cup, durasul insert (zimmer) was performed on (B)(6) 2019.

Manufacturer narrative:
Reported already under: 9613369-2020-00155.